Manufacturer narrative:
(B)(4). Baxter's device eval is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that during an infusion of maintenance fluid with additives (rate 48 ml/hr, vtbi is unk), a device did not recognize an upstream occlusion. It was also reported that the pt did not exhibit any "ill effects."